Event description:
It was reported that a proultra endo tip separated n a patient's tooth while attempting to prepae a root space. The separated tip was retrieved.

Manufacturer narrative:
In this incident, a proultra tip #5 separted in a patient's tooth. Though the separated tip was retrieved and there was no report of patient injury, ther have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (thogh such intervention is inadvisable per exper opionion provided by dr. Jame gutmann). Therefore, this event is reportable to FDA per 21 cfr part 803. The device was returned, visually inspected, and found to have spearated approximately 14mm from the bend.